Event description:
It was reported that the ventilator failed the pressure transducer test during pre-use check. There was no patient harm. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site. The ventilator had failed the pressure transducer test in puc, indicating a problem with the pressure transducer pcb. Logs were downloaded and available for investigation. The hospital replaced the pressure transducer pcb themselves, no goods returned for investigation. The device logs can confirm the event with the pressure transducer test failed. The test failed the first time on (B)(6) 2019 , the date of event is updated accordingly. Since no part was returned for investigation the root cause of the event cannot be determined.

Event description:
Manufacturer ref # (B)(4).